Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was insereted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient stated the cgm was displaying a sensor error for three hours. Because of the error, the patient did not receive a low alarm and experienced an epileptic seizure, and during the epileptic seizure he bit his tongue. The patient was on a skiing trip during the event and when he lost consciousness a medical helicopter was called. As the patient regained consciousness before being flown to the hospital, he was eventually brought to the hospital with a vehicle. In the hospital, patient received treatment with ¿artificial glucose¿ to bring his blood sugar level back up. The patient recovered and did not suffer any long-term injuries and has not been in hospital for more than 24 hours. There is no information about blood glucose values at any time during the event. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.